Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to corroded keypad traces. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. Low reservoir alarm was not verified due to the keypad anomaly.

Event description:
Customer reported via phone call experiencing keypad issues. The customer stated that he got an alarm and cleared it and then changed the battery and the insulin pump alarmed button error and 5 or 6 hours later he noticed the act and esc buttons have an intermittent response. No significant events leading to the keypad issue. Blood glucose value was 180 mg/dl. He treated with insulin pen. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.